Event description:
It was reported that the device had a charge circuit timeout. It was noted that the device had reached end of service (eos). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949 implantable tachy lead, (B)(6) 2006; 5076 implantable pacing lead, (B)(6) 2006; 5071 implantable pacing lead, (B)(6) 2008. (B)(4).